Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. The beeping was noted to be inconsistent with the beeping pattern of the device. The patient later noted that their device was interrogated, and they were told the device needed to be replaced, which was earlier than expected. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted and will be returned for analysis.

Event description:
The device was returned for analysis.